Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
The user received an elevated tpsa result for one patient sample, which repeated with a lower value. The sample was initially tested using an aliquot of the primary sample tube. The result was 8.80 ng/ml. This result was reported outside of the laboratory. The physician did not believe the result and requested the patient be redrawn to check/verify true result value. The patient was redrawn on (B) (6) 2010. An aliquot of this primary sample tube was tested. A value of 0.006 ng/ml was received. This result was accompanied by a data flag. On (B) (6) 2010 the original sample aliquot was repeated and gave a result of 0.006 ng/ml. This result was accompanied by a data flag. The customer reported tpsa result of < 0.006 ng/ml as (<0.03 ng/ml). The patient was not adversely affected. Tpsa reagent lot number, 15617201. The field service representative found a problem with the measuring cell. He replaced the measuring cell and ran performance tests with all results within specification. All voltages were checked and passed. The customer ran calibration and controls which passed with no alarms or errors. Customer to initiate rule/delta check for the tpsa assay to repeat results > 5 ng/ml effective (B) (6) 2010.

Manufacturer narrative:
A definitive root cause for the issue was not found. The root cause could be related to the measuring cells, since after replacement of the measuring cells the instrument operated within specification. Additionally, it was determined that the customer may not have been centrifuging the samples for an adequate amount of time prior to analysis.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 289 mg/dl, 163 mg/dl and 64 mg/dl within 10 min. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the ¿c¿ zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.